Event description:
Cable exposed in da vinci robot forcep arm. The exposed cable was noticed before it was to be used during a procedure and it was taken out of circulation and the arm was returned to the manufacturer.======================manufacturer response for davinci forcep, pk dissecting forceps (per site reporter).======================hospital requests quarterly reports regarding da vinci arms that have failed. Manufacturer supportive and helpful.